Event description:
The patient underwent revision surgery. The generator could not be interrogated prior to surgery. Once the generator was replaced, multiple interrogations showed ok impedance. The lead was not replaced at that time. No additional relevant information has been received to date. No further relevant surgical intervention has occurred to date.

Event description:
High impedance was detected on the patient device. It was noted that the patient is wheel chair bound and she was crossing the street a month prior when she feel down from the wheel chair due to uneven street pavement. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.